Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device which identified the foreign material is part of the tyvek packaging material. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the loose material in the sealed header bag appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that a white foreign material was noted inside the package of an 8.0 x 40 mm absolute pro vascular stent delivery system (sds). There was no damage noted in the inner pouch or the device itself. There was no patient involvement. No additional information was provided.